Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, a loss of capture and oversensing was noted on the right atrial (ra) lead. Diagnostic imaging was performed and revealed ra lead dislodgement. The issue was resolved by explanting and replacing the ra lead. The patient was in stable condition.